Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled metal fragment.') And dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's concurrent conditions included ovarian cyst, nephrolithiasis and constipation. On(B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered device breakage, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: left occlusion only. Ultrasound pelvis - on an unknown date: 1. The uterus and endometrium are grossly normal. There are several cervical nabothian cysts. 2. The ovaries are poorly defined, but are not enlarged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Event: abnormal bleeding (vaginal), menorrhagia were added. Event outcome were updated to recovered. Fu 3 and 4 processed together. On 27-jan-2020: mr received .event: coiled metal fragment were added. Lab data were added. Medical history were added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea and menorrhagia had resolved. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event. New events added: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) & tubal patency. Event outcome were added. Reporter information were updated. Lab data were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled metal fragment.') And dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's concurrent conditions included ovarian cyst, nephrolithiasis, constipation, itching, left lower quadrant pain, menses irregular with excessive bleeding, schizophrenia, depression, gastroesophageal reflux disease, allergic rhinitis, insomnia, asthma, morbid obesity, dysfunctional uterine bleeding, hypothyroidism and polycystic ovarian syndrome. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage outcome was unknown and the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered device breakage, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: left occlusion only. Ultrasound pelvis - on an unknown date: 1. The uterus and endometrium are grossly normal. There are several cervical nabothian cysts. 2. The ovaries are poorly defined, but are not enlarged. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.